Event description:
It was reported following a routine cardiac catheterization procedure, an angio-seal was deployed successfully; hemostasis was achieved. There were no complications. Six days later, the patient underwent coronary surgery. Three days later, the patient experienced an occlusion of the femoral artery. The patient underwent surgery; the angio-seal was removed. The removed angio-seal was in the pathology lab awaiting the pathologist's report. Follow up information from the vascular surgeon revealed the entire device with all components was removed from within the artery 8 days after the percutaneous procedure. The patient's artery was small in diameter, calcified, and atherosclerotic. The physician stated the patient's age and artery condition contributed to the vessel occlusion.

Manufacturer narrative:
Not product was returned. Review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause for the vessel occlusion could not be conclusively determined. The angio-seal instruction for use (IFU) states that if collagen deposition into the artery or thrombosis at the puncture site is suspected, the diagnosis can be confirmed by duplex ultrasound. Treatment of this may include thrombolysis, percutaneous thrombectomy, or surgical intervention. The IFU instructs the user once a full rear lock position has been achieved, and the device is being deployed, to not re-insert the device. Re-insertion of the device after partial deployment could cause collagen to be deposited in the artery. The IFU also state failure to maintain tension on the suture while advancing the collagen could cause the collagen to enter the artery. The IFU precaution the use of the angio-seal device in patients with clinically significant peripheral vascular disease. The IFU precaution the use of the angio-seal in pediatric patients or others with small femoral artery size. (<4mm in diameter). Small femoral artery size may prevent the angio-seal anchor from deploying properly in these patients.